Event description:
It was reported that a cartridge did not fit onto the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined a callback, and no further action was required.